Manufacturer narrative:
Additional info: suspect was changed from an instrument to a disposable, please reference the new manufacturer report #:9616066-2019-01862 from emdr 312216.

Event description:
It was reported that the secondary flagyl piggyback was started at the ordered rate, however the user observed the secondary drip chamber to be free flowing as a solid fluid column faster than expected while the drip chamber of the primary set filled up with fluid. The infusion was stopped, disconnected from the patient, and tested. Again the drip chamber of the primary set filled while the secondary set appeared to be free-flowing. Also infusing on the right side of the pc unit was a protonix infusion. The pump modules on the left of the pcu were not in use at the time. New devices and tubing were obtained to continue therapy and the event devices were sent to biomed for investigation. No patient harm was reported. The date of event was between (B)(6) 2019 and (B)(6) 2019.

Manufacturer narrative:
Concomitant product: one secondary set, unknown manufacturer, model or lot number. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the secondary flagyl piggyback was started at the ordered rate, and the user observed the drip chamber to be free flowing as a solid fluid column faster than expected. The drip chamber on the primary maintenance line filled up with fluid. The infusion was stopped, disconnected from the patient, set tested, and the event reoccurred in both drip chambers. No patient harm was reported. Also infusing on the right side of the pc unit was a protonix infusion. The pump modules on the left of the pcu were not in use at the time. New devices and tubing were obtained to continue therapy and the event devices were sent to biomed for investigation.